Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly patient received multiple loss of prime alerts on the day of the call. Reporter stated that there was no trauma to the pump, no change in force or temperature, the cartridge cap was secured, no power loss was observed, and no loss of prime alert in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.